Event description:
It was reported the ivc filter migrated caudally by one vertebral body. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot # was not provided. There was no indication that the device was retrieved; therefore, the device is not available for eval. The event investigation is currently underway.